Event description:
It is reported that a customer experienced high blood glucose of 450 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer treated their high blood glucose with a bolus. The customer was assisted with infusion set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference svn (B)(4) for documentation under infusion set.